Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of sensor glucose versus blood glucose differences and change sensor alarm from the sensor. The pump went into threshold suspend and the customer had blood glucose of 140 mg/dl. The customer also stated that she had a low reading of 64 mg/dl while blood glucose was 182 mg/dl. The customer stated that the bad sensor alert occurred after a second consecutive cal error. The customer was discussed of the timing of calibrations leading to alert and calibration protocol. The customer was advised to remove and change out the sensor.

Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor. Performed the continuity resistance test and the sensor failed the test.